Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was removed and replaced with a different length lens. Cause of the event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).